Event description:
It was reported by the affiliate during a sigmoidectomy procedure that the surgeon used instrument on max level for adhesion, made continous tone and showed instrument failure. Rep present, used test tip to test handpiece, worked well. Reconnected after machine was switched off - noticed rubber came off on grasping jaw. There was no adverse pt consequence.